Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's device "went dead" but they are still filling the form out for an MRI. The caller inquired if that is possible or not. Additional information was received indicating that the patient told the healthcare provider that the system has not worked in about 8 months. The caller didn't have any further detail on what wasn't working. The caller stated that the patient had a lot of issues going on. The caller also stated that the patient's neurologist was going to meet with the patient before an MRI to turn the ins off. The reason for the call was to ask about the components implanted and if they could scan the patient if the ins was not working. It was recommended to not run MRI if the battery is dead and they cannot check impedances. The patient wasn't interested in replacing battery because the patient felt it wasn't giving him great benefit. After further discussions about possible lead revision to attempt to get better therapy now the healthcare provider is looking to get scans to check lead placement. The healthcare provider said they will regroup and consider doing a CT scan. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.